Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer reported the sensor electrode was stuck in their skin. The customer stated a bigger bump made the sensor fall down and the electrode was not in the sensor and the customer assumed the electrode stayed under their skin. The customer was advised their body will cause inflammation to eject the foreign subject and to visit the doctor to ask to remove the electrode. The sensor will not be returned for analysis.